Event description:
Patient presented to the physician with the ipg moving in the pocket and causing pain. Physician brought the patient into the or and noticed a dark discoloration on the sense lead pin set screw grommet at the ipg header and fluid ingress in the sense lead pin terminal port. Physician replaced the ipg and the sensing lead, re-sutured, and closed the site. This resolved the issue.